Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015; 693565 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead far-field over-sensing noted on presenting rhythm. The ra lead remains in use. No patient complications have been reported as a result of this event.